Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The distal handle was retracted proximal to the threshold marker on the deployment handle. The blue outer sheath was broken at the braided section of the clear outer sheath. The distal clear outer sheath was also detached. It is likely that excessive force applied to the device during the procedure caused the outer sheath to break. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during stent placement procedure within the bile duct of a patient with biliary cancer on (B)(6), 2010. According to the complainant, the patient presented with a stenosis as a result of a hepatic duct tumor. During the procedure the stent was unable to be deployed, it was reported that the delivery system did not work properly. The stent was removed and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results revealed that the outer sheath was broken and detached. Therefore, this event is now considered reportable.